Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during a transjugular liver biopsy procedure, when the physician was advancing the biopsy needle, the point of the needle damaged/cut the black catheter. There were no patient injuries or additional procedures reported and another product was used to retrieve the biopsy.